Manufacturer narrative:
Upon further review of session records, battery depletion was normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up vvi due to end of life (eol). Upon review of the session records, an episode of inappropriate defibrillation therapy was noted. The device was explanted and replaced and the patient was in stable condition.